Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to clinic for routine follow up. Upon device interrogation, the right ventricular lead exhibited noise. No other electrical anomalies were noted. The patient was asymptomatic to the noise so the physician elected to perform no intervention. The patient would be continued to be monitored.